Manufacturer narrative:
Model of-b171 is available in the USA with 510k number k130206. Evaluation summary: it was caused due to the valve worn out. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during use. There was no report of patient harm. Valve sometimes stay fixed in spite of the usage of silicon oil.